Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient has z-syndrome post lens implant. The patient reported decrease in vision. Fibrosis/striae was noted after 3 months post surgery. The patient was scheduled for a follow up to evaluate treatment options. This report pertains the patient''s right eye.

Manufacturer narrative:
The lens was not returned to the manufacturer for evaluation. One retain sample from the same lot (7442921) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.